Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to direct stent a taxus express2 3.0x20mm drug eluting stent to the proximal left circumflex (lcx) artery, but was unable to cross the lesion. Upon removal of the stent delivery system (sds), resistance was felt, and it was noted that the stent strut was lifted. The procedure was completed with a 3.0x16mm stent. No pt injuries or complications reported. Pt status post procedure is noted as good.